Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent distal flange did not open at step 2, requiring the procedure to proceed directly to step 4. The second flange did not fully open, resulting in difficulty removing the delivery system, as the "olive" tip was at risk of tearing off. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent distal flange did not open at step 2, requiring the procedure to proceed directly to step 4. The second flange did not fully open, resulting in difficulty removing the delivery system, as the "olive" tip was at risk of tearing off. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Block h11: only the handle from the electrocautery enhanced delivery system was returned for analysis, the axios stent was not. Visual inspection found the outer sheath damaged. Functional inspection was performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis could not confirm the reported events of stent failure to expand, stent difficult to deploy and delivery system difficult to remove. The complete product was not returned. Based on the information available and without proper evaluation of the device, it is unknown if the reported clinical observations were due to the technique used during the procedure, anatomical conditions or related to device malfunction. The investigation concluded that the additional observed event of outer sheath damaged was most likely caused by procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied). Based on the available information, there is not enough evidence to confirm the reported events. Due to the lack of evidence and without proper evaluation of the complaint device, cause not established is selected as the most probable root cause. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Block h11: only the handle from the electrocautery enhanced delivery system was returned for analysis, the axios stent was not. Visual inspection found the outer sheath damaged. Functional inspection was performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis could not confirm the reported events of stent failure to expand, stent difficult to deploy and delivery system difficult to remove. The complete product was not returned. Based on the information available and without proper evaluation of the device, it is unknown if the reported clinical observations were due to the technique used during the procedure, anatomical conditions or related to device malfunction. The investigation concluded that the additional observed event of outer sheath damaged was most likely caused by procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied). Based on the available information, there is not enough evidence to confirm the reported events. Due to the lack of evidence and without proper evaluation of the complaint device, cause not established is selected as the most probable root cause. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent distal flange did not open at step 2, requiring the procedure to proceed directly to step 4. The second flange did not fully open, resulting in difficulty removing the delivery system, as the "olive" tip was at risk of tearing off. There were no patient complications reported as a result of this event.